Event description:
It was reported that the user was not getting accurate carbon dioxide (co2) reading on their device. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacturing of the device or prior repair of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. No major physical damage was observed but the battery case was missing. During the carbon dioxide (co2) simulator test, the technician found that the end-tidal co2 (etco2) was out of the required range. The technician checked and found that the ambient pressure of the device was more than the required pressure as factory setup. The technician was able to duplicate the reported issue. The technician performed the high/low calibration to resolve the reported issue and the reading were accurate within the specification. The root cause of the reported issue was the co2 function out of calibration. Operator manual in ifus recommends the user to perform high/low calibration every 6 months to ensure that the etco2 and co2 measurements are accurate. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.